Manufacturer narrative:
Date sent to FDA: 04/25/2017 additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure: - (B)(6). Date and name of initial surgical procedure: - (B)(6) 2017 placement of tension free vaginal tape obturator with cystoscopy. What were current symptoms following the index surgical procedure? Onset date? - unknown. Other relevant patient history/concomitant medications: - unknown. Approach of the initial surgical procedure? - vaginal. Were there any adverse consequences to the patient due to the retained sheath? - unknown. Describe any medical/surgical intervention including dates and results: - none at this time. If the sheath or mesh was removed, when was the procedure date? - (B)(6) 2017, the sheath was unable to be retrieved on the right side.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a bladder sling procedure and mesh was implanted. During the procedure, at the point the tab was carefully adjusted until appropriate tension was placed under the urethra and as the surgeon was getting the plastic covers out from the mesh on the right side, the surgeon realized they had cut the plastic at the level of the skin so there was approximately three to four centimeters of plastic left. The surgeon dissected from the inguinal aspect with the incision slightly extended and the plastic was not even noticed. Attempted to dissect from the vaginal point going through the tract and to see from the channel and it had already retracted. The first mesh was completely removed from the patient entirely but the plastic from the right side was not retrieved. Another mesh of the same product code but different lot was used to complete the procedure. The piece was not able to be retrieved. The patient is reportedly doing fine and recovering. Additional information will be requested.